Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, false pause episodes due to undersensing were observed. It was discussed that the issue may be positionally dependent and could involve loss of contact in the pocket. Patient will be scheduled for in clinic visit for recommended device reprogramming. Patient¿s condition was stable.